Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n390121, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B )(4), product type: programmer. (B)(4).

Event description:
It was reported that there was no stimulation on the left side following a fall that occurred within the last week. It was further reported that "it only does stuff to the right side not left side" when a stimulation adjustment was attempted. It was indicated that the patient fell a couple times recently (within the last week), and that the patient had no recent programming changes. The interventions and outcome of the reported issue is unknown. However, follow-up was conducted to obtain the information. A follow-up report will be sent if additional information is received.